Event description:
It was reported that the anesthesia system failed during the system checkout test. The pressure transducer test failed. There was no patient involvement. Manufacturer's reference #: (B)(4). .

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) was on site and replaced the inspiratory pressure transducer pcb and the fresh gas pressure transducer pcb which resolved the issue. The replaced parts was retained by the customer and not returned, thereby preventing further root cause analysis. Evaluation of the test log shows that the pressure transducer test failed due to the inspiratory pressure transducer zero pressure offset was out of range. The measured zero pressure offset value was 1336 mv. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. There is no indication of a fresh gas pressure transducer pcb failure in the logs. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse finding and device log evaluation, is that the inspiratory pressure transducer pcb was the cause of the reported failure and the measures taken solved the reported issue.

Event description:
Manufacturer's reference #: (B)(4).